Manufacturer narrative:
D4: unique identifier (UDI) g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. H4: device manufacture date. Evaluation summary: the pentax engineer checked with hospital staff. The defect was found during pre-use check. No harm was caused to the patient. Based on the reported events, it is speculated that an excessive load was applied to the imaging system (transmission cable) in the light guide cable, causing the signal line to break and the image not to be output. It is assumed that the product passed all inspections at the time of shipment, and that an excessive load was applied to the product after shipment.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Restarted the device, it was still no image. This event occurred at the time to during use. There was no report of patient harm.